Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of both common femoral arteries was attempted using three proglide devices with 6f sheaths after an interventional left heart catheterization procedure. Reportedly, one proglide device was used in the right common femoral artery and a cuff miss was noted. Two proglide devices were used in the left common femoral artery and cuff misses were noted on both devices. Manual arterial compression was applied at both common femoral arteries to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.